Event description:
Procedure: lap chole. According to the reporter: during the case, upon clipping the smaller vessels, the clips could not close completely and would slide off the tissue. Two clips were retrieved from the patient's cavity but one still remains. The surgeon continued using the device for the larger vessels. There was no report of patient injury, unanticipated blood/tissue loss, or extended operative time.

Manufacturer narrative:
(B)(4).